Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a widened intrinsic complex during tachycardia. The patent was taking a shower at the time of the shock. Technical services reviewed the electrograms and stated although the episode was inappropriate based on the programmed rate zones, the therapy may have been clinically appropriate based on the rhythm. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.